Event description:
It was reported that the user experienced a rollercoaster pattern of hyperglycemia and hypoglycemia while using the ilet system with an fsl3+ cgm, including a highest cgm reading of 401 mg/dl with capillary confirmation of 271 mg/dl and a subsequent low of 53 mg/dl; the user reported recent high-carbohydrate intake, pausing the pump during showers, and an infusion set on the abdomen placed two days prior, and additional education and troubleshooting were conducted with a partner trainer. Symptoms included fatigue, muscle weakness, and episodes of hyperglycemia and hypoglycemia. Outcomes included the need for oral glucose to treat the low and assignment to additional training and support. Investigation included call-based troubleshooting and education with transfer to a partner organization for further training. Investigation of this case revealed no device malfunction was identified and the event was consistent with user-related factors, including carbohydrate intake and pump pausing, leading to variable glucose control. It was concluded, based on previously established findings for similar reports, that the cause was hyperglycemia and hypoglycemia of unclear cause with contributory user factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.